Manufacturer narrative:
Initially it was assessed that the issue was a hemostatic valve separation. The biosense webster, inc. Product analysis lab observed on august 19, 2020 that the device was returned in the condition reported as it was found that the hemostatic valve appeared dislodged inside the hub. The brim cap and friction ring remained intact. Therefore, the hemostatic valve issue remains assessed as a MDR reportable issue. Device evaluation was completed on august 19, 2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the hemostatic valve on the sheath was leaking. There was no damage to the valve. The sheath was replaced, the issue was resolved and the procedure was continued. There was no report of patient consequence nor extended hospitalization. Device was inspected and visual analysis revealed that the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. Due to the hemostatic valve was found dislodged, the vizigo sheath had leaking in the valve. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and in turn caused leaking. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, and a hemostatic valve separation occurred. It was reported that the hemostatic valve on the sheath was leaking. There was no damage to the valve. The sheath was replaced, the issue was resolved and the procedure was continued. There was no report of patient consequence nor extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue reported was assessed as a MDR reportable hemostatic valve separation issue.